Manufacturer narrative:
Result of investigation: service tech verified the reported problem. Found xdcr flt and xdc flt1 conditions in the event trace. Connected a known good patient circuit and ac adapter. Powered the vent on and confirmed the reported xcdr fault. Replaced the analog board with a known good one. Passed all tests. Therefore, root cause is confirmed.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced transducer fault. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue occurred during start up.